Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to the device lost all fluid. Upon removal a frayed tubing was observed causing fluid leak. A new ipp system was implanted. There were no patient complications in relation to this event.